Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: during the investigation, a review of the black box showed unexplained power resets. The battery compartment was found to be cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads and it was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap could fit to maintain electrical connection. The test battery cap was used to complete a 24-hour duration test successfully. The pump cover was removed, and no further evidence of internal moisture or damage to the power circuit was found.

Event description:
On 01-feb-2018, the reporter contacted animas, alleging a the pump had intermittent power issues. The reported alleged the battery cap was unable to be tightened, and the battery compartment was cracked. It was reported that the patient experienced a blood glucose level of above 250, but below 500, without any other symptoms of hyperglycemia. This incident does not meet animas's definition of an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.